Manufacturer narrative:
Follow-up #1: date of submission 14-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: a review of the bolus history showed the following boluses were programmed and delivered; a 4.0 unit bolus on 2018 (B)(6) and on 2018 (B)(6) a 2.80 unit bolus. The pump was exercised for 24 hours and no unprogrammed boluses were delivered or recorded in the pump history during this time. A manual 10 unit normal bolus and a 10 unit audio bolus were performed successfully, and both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on the keypad. The history settings issue was unable to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. It was also reported that the patient tested positive for small ketones and was sweaty and not feeling well. The mother stated that she believed that there were 3 boluses in the pump that were not put in by her or the patient. It was also noted that the patient did go low because she was stacking insulin. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.